Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the farawave catheter was selected for use, unable to deploy the catheter into "flower", the guide got stuck inside. No additional patient or procedure details were provided. The device is expected to be returned.

Event description:
It was reported that the farawave 31 mm - ous catheter was selected for use, unable to deploy the catheter in "flower", the guide got stuck inside. No more information available. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Upon device return and inspection, it was noted that one of the splines in the distal cage was still inverted. The catheter, with a guidewire inserted, was deployed to basket, and an external force was applied to each spline to see if they would invert. Some of the splines inverted easily. The catheter was returned without a guidewire still inserted. A known good guidewire was successfully inserted, with no unusual resistance felt.